Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was not returned to olympus. Based on the inspection results provided by the third-party distributor, the customer allegation was confirmed. The abnormal image was caused by the failure of electrical components. However, a definitive root cause of the electrical component failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of the device,

Event description:
It was reported that the rigid videoscope exhibited an abnormal image. The issue was identified during set-up/ inspection for use for an unknown procedure. There were no reports of patient harm associated with the event.